Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and was difficult to press. The customer's blood glucose level was 180 mg/dl. The customer applied more pressure to the wake button to address the issue. Reportedly, the customer reverted to an alternate pump for insulin therapy.